Event description:
The pt reported she has been experiencing a headache which has developed at the base of her skull and is present regardless whether the system is in use or not. The pt also reported the headache developed after she was reprogrammed. The pt has a history of migraine headaches but related, this headache to be stronger. The pt has been advised to contact her physician to determine a resolution to this issue. The pt continues to have stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.